Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced respiratory failure / alveolar bleeding / hemoptysis that required medication (steroids) and hospitalization. The report indicated that a patient suffered a profuse alveolar bleeding injury about twelve hours post procedure. The patient became severely hypoxic 48 hours post procedure. Imaging was performed and lower lung fields had started to have diffuse bleeding. The patient was given high dose steroids and placed in prone position. It was reported that the patient's condition "had not worsened"; however, the patient is still hospitalized. The patient was intubated and required extended hospitalization. The patient was extubated on (B)(6) 2026. Patient recovered for 6 hours with no issues although coughing and mild hemoptysis were noted. The physician is not sure of the cause of the adverse event. Infectious ideology came back negative. There was one transseptal puncture site performed during the procedure. There were 25 pfa (pulsed field ablation) all inside the veins, with 38 rf ablations for a cti flutter line with qdot. It was noted the posterior wall voltage was healthy. There was no difficulty regarding the handling of any of bwi devices. It was reported that the patient has a pacemaker with 9% af burden.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).